Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number is unknown. Visual inspection: the sample was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, functional and performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: as the device was not returned, the investigation is inconclusive. The manufacturer has identified that excess glue has been found to be in the filter of the pressure gauge of the device; therefore, the manufacturing facility will be changing the gluing method and rejection criteria for the device. Labeling review: the current IFU (instructions for use) state: precautions: carefully inspect the device prior to use to verify that it has not been damaged during shipment. Do not use if device damage is evident. Discontinue use of the device if damage, malfunction or contamination is suspected during use. For experienced physician use only. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that during the initial inflation, the pressure gauge on the inflation device would not measure the pressure. As the balloon inflated, the gauge showed no atm and then suddenly started reading the atm. There was no reported impact or consequence to the patient.